Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, a patient discovered foreign material in the patient line. This occurred during the initial drain of peritoneal dialysis. The patient was connected at the time of the event. The patient stated that the line appeared clear before they connected and after noticing the foreign material, they disconnected and removed the supplies. The patient did not find the foreign material in the lines or drain bag. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.